Event description:
It was reported that the two implantable pulse generators (ipg) were attempted, not implanted. The physician was unable to engage the setscrews with the wrench. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis confirmed the ventricle hold capacitor leakage failure through automatic functional testing and bench testing. The returned device indicated the set screw was found in the connector bore. Correction: UDI#. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.